Event description:
The device was used during a wedge resection procedure. Reportedly, the surgeon was holding the tips of the instrument together and when the device was fired the staple pushers cut through his glove and lacerated his finger. The surgeon washed the affected area and rescrubbed to complete the procedure.